Event description:
Allegedly the patient was revised due to painful total hip arthroplasty. Additional information received from litigation on july 12, 2017. Updated patient name. Patient revised due to mom complications.